Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was turned and flow dropped to 0.9 and was sustained there, dropping to 0.6l of flow. Low flow alarms were noted. The patient returned to the operating room (or) for a median sternotomy- no tamponade noted, no outflow graft (ofg) obstruction or pump malposition noted. The pump was removed and ingestion was noted in inlet. A new heartmate 3 and ofg was implanted. Log files were submitted for review, and the trended event log file data appeared to show a decrease in recorded average flow values at on (B)(6) 2026 15:03:25. Recorded flow values remained < 1 lpms until the left ventricular assist device (lvad) was stopped and a system controller shutdown sequence was completed at on (B)(6) 2026 19:07:27.